Event description:
On (B)(6) 2022, the patient¿s pd nurse provided the patient was utilizing heparin for fibrin that developed due to an active infection for which the patient was being treated. The nurse stated the patient continues to have slow flow and mentioned that the patient must reposition (during pd treatment) to drain. Moreover, the nurse stated the infection was likely causing more fibrin (which causes pd effluent drain issues). Additionally, it was stated the patent mat undergo further evaluation for constipation (to include xray; kub) as a possible source for the reported drain issues. In a follow-up call, the patient¿s pd nurse stated the patient has been having long standing fibrin in the pd catheter (not a fresenius product) for which the patient was utilizing heparin (per standing orders) to mitigate drain issues. The nurse stated the patient continues to have intermittent slow drains during pd treatment with the cycler. The nurse indicated the patient had previous history of diarrhea which has made the patient non-adherent to taking colace to mitigate drain issues from constipation. The nurse reported the drain issues are suspected to be due to patient having constipation. The nurse stated the cycler is not suspected to be malfunctioning and states the cycler did not cause harm to the patient. In terms of the reported infection, the nurse confirmed the patient was diagnosed with peritonitis on 13/jun/2022. The nurse stated the patient¿s pd culture (obtained the same day) generated growth of the bacteria staphylococcus epidermis. The nurse stated the patient was being treated with vancomycin (1 gram intra-peritoneal (ip) for 2 weeks on an outpatient basis. The patient is reportedly recovering from the event and continues pd with the same cycler. The patient¿s nurse confirmed the patient did not any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination/breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
On (B)(6) 2022, the patient¿s pd nurse provided the patient was utilizing heparin for fibrin that developed due to an active infection for which the patient was being treated. The nurse stated the patient continues to have slow flow and mentioned that the patient must reposition (during pd treatment) to drain. Moreover, the nurse stated the infection was likely causing more fibrin (which causes pd effluent drain issues). Additionally, it was stated the patent mat undergo further evaluation for constipation (to include xray; kub) as a possible source for the reported drain issues. In a follow-up call, the patient¿s pd nurse stated the patient has been having long standing fibrin in the pd catheter (not a fresenius product) for which the patient was utilizing heparin (per standing orders) to mitigate drain issues. The nurse stated the patient continues to have intermittent slow drains during pd treatment with the cycler. The nurse indicated the patient had previous history of diarrhea which has made the patient non-adherent to taking colace to mitigate drain issues from constipation. The nurse reported the drain issues are suspected to be due to patient having constipation. The nurse stated the cycler is not suspected to be malfunctioning and states the cycler did not cause harm to the patient. In terms of the reported infection, the nurse confirmed the patient was diagnosed with peritonitis on (B)(6) 2022. The nurse stated the patient¿s pd culture (obtained the same day) generated growth of the bacteria staphylococcus epidermis. The nurse stated the patient was being treated with vancomycin (1 gram intra-peritoneal (ip) for 2 weeks on an outpatient basis. The patient is reportedly recovering from the event and continues pd with the same cycler. The patient¿s nurse confirmed the patient did not any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.